Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # (B)(4). Catheter detached. Without the actual device and/or lot number, a thorough investigation could not be performed. The product design is being updated to increase the force required to open the catheter connector under change control: (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
(B)(4). Catheter detached.